Event description:
It was reported that after a steel infusion set and cartridge change on an ilet system, the user experienced hyperglycemia with a fingerstick blood glucose of 356 mg/dl and a high glucose alert; improper insertion or a loose cartridge was suspected, and a full supply change was completed with insulin delivery resumed and glucose trending down. Symptoms included elevated blood glucose. Outcomes included no hospitalization and resolution after troubleshooting and education. Investigation included telephone troubleshooting and user education on proper infusion set and cartridge change. Investigation of this case revealed that the event was consistent with infusion set or cartridge setup issues leading to interrupted insulin delivery, with recovery after replacement. It was concluded that the cause was unclear but likely related to infusion set or cartridge handling during the supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.